Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the customer that after the catheter was inserted into the femoral vein it was impossible to remove the spring wire guide (swg) because it became unraveled. As a result the user had to perform an incision to remove the catheter, with the assistance of another colleague. A new catheter with a different lot number was successfully placed in the pt. There were no consequences to the pt.